Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 503 mg/dl due to forgetting to bolus for their meal. Bg was addressed with a manual correction injection. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.